Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was syncopal during a ventricular fibrillation (vf) storm. Review of the store episodes revealed undersensing of the rhythm that led to a delayed time to therapy. Boston scientific technical services (ts) was consulted and reprogramming recommendations were provided. This crt-d was reprogrammed and remains in service. No additional adverse patient effects were reported.